Event description:
It was reported the atrial lead dislodged. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; 3830 implantable pacing lead, implanted (B)(6) 2008.

Event description:
It was reported the atrial lead dislodged. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the right atrial lead had high thresholds. (B)(4).